Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to bent cannula event. Patient also suffered from slight kidney damage. Blood glucose level was between 475-498 mg/dl at the time of the event. Patient first went to emergency room and was subsequently hospitalized. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was 1 day. Patient was released from the hospital on (B)(6) 2024. No further information was available.